Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission with auto mode switch episodes due to loss of capture markers with ventricular backup pulses. An evoked response was noted after the primary pulse. It was suspected that the morphology template of the implantable cardioverter defibrillator treated a capture as a loss of capture or fused beats were noted. No intervention was performed. There were no patient consequences reported.